Event description:
It was reported that the patient had been hospitalized with hypo/hyperglycemia. The patient's blood glucose levels reached 450 mg/dl. It was also stated that the patient had received a urgent low blood glucose alert but did not state how low the blood glucose levels were. It was also stated that they received an alarm stating that the pod deactivated. Symptoms reported include vomiting, nausea, non-responsive, and disoriented. The patient was treated with glucacon shot, fluids, nausea meds, dextro, benedryl, and regulin. The patient was released the following day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.